Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) observed the roller pump display to illuminate and to be fully functional. The roller pump display was connected to a lab use only (luo) roller pump and functioned as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the display board, four inch pod board and the display cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. The central control monitor (ccm) was used to control the roller pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.